Manufacturer narrative:
Correction to field d6a implant date.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to exhibit beeping tones, premature battery depletion, and a battery depletion code was emitted. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to exhibit beeping tones, premature battery depletion, and a battery depletion code was emitted. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported.